Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were falling out of the jaws without activation. The procedure was completed with a new device. There was no patient consequence reported. The scrub tech suspects the surgeon may have been firing across clips. It is unknown if the clips fell into the patient. The device was fired postoperatively without any difficulty.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.